Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this pacemaker was part of the system revision due to infection. Additional information indicated that the patient had a pocket revision due to thrombocytopenia. Subsequently, the infection was noted after the pocket revision was performed. A temporary pacemaker was placed due to complete heart block (chb). Furthermore, the patient was brought back to the hospital for the new device placement and the temporary pacer was removed. No additional adverse patient effects reported. The pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of the system revision due to infection. Additional information indicated that the patient had a pocket revision due to thrombocytopenia. Subsequently, the infection was noted after the pocket revision was performed. A temporary pacemaker was placed due to complete heart block (chb). Furthermore, the patient was brought back to the hospital for the new device placement and the temporary pacer was removed. No additional adverse patient effects reported. The pacemaker was explanted.